Event description:
The user facility in china reported during an operation, the vitrectomy cutter was not sharp enough to cut well. While the cutter was stopped to be replaced, aspiration function continued at a significantly reduced rate, with many bubbles in the suction pipe. There was contact with the patient's eye, but no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
The product evaluation has been completed. One opened bl5425wv pack from lot x6621 was returned. The expiration date on the label is 2026-jan-14. Visual inspection found the tubing is wadded and tangled up inside the pack tray. The assembly is clean and dry and does not appear to have been used. Inspection of the 25ga. Vit cutter found the tip protector is in place, as it should be. However, the needle is bent. The port window is in the open position. There is no visible solution in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no defects were found. A functional test was performed using a stellaris pc system. The back cap popped off and separated from the vit cutter body. This assembly cannot function properly in this condition. This investigation is ongoing.

Manufacturer narrative:
The root cause is a component issue; when a functional test was performed using a stellaris pc system, the back cap popped off and separated from the vit cutter body. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.